Manufacturer narrative:
The customers product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is per the customer's report of "(B)(6) 2021." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the freestyle libre sensor detached prematurely on the eighth day of wear. As a result, customer was unable to monitor glucose and became hypoglycemic, experiencing symptoms of sweating, dizziness, and loss of consciousness. Customer was taken to the hospital where he received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that the freestyle libre sensor detached prematurely on the eighth day of wear. As a result, customer was unable to monitor glucose and became hypoglycemic, experiencing symptoms of sweating, dizziness, and loss of consciousness. Customer was taken to the hospital where he received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.